Manufacturer narrative:
It was reported that the ventilator was not ventilating. The ventilator was investigated by our field service engineer on-site and the gas module was replaced which solved the issue. A pre-use check was performed and the unit passed all tests. No replaced parts have been returned for technical investigation. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator was not ventilating. There was no patient harm reported. Manufacturer's ref. #: (B)(4).